Event description:
It was reported that a customer experienced a malfunction alert indicating that the pump could not operate due to a notification error. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.